Manufacturer narrative:
This case was reported via regulatory authority (B)(6) (B)(4) on 21-mar-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of salpingectomy ("bilateral laparoscopic salpingectomy under general anaesthesia"), pelvic pain ("pelvic pain"), device dislocation ("right coil migrated to the iliac margin of the right sacroiliac joint"), device breakage ("rest of an impact of essure was removed on the left") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's past medical history included parity 4 and device intolerance. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced procedural pain ("on the left, patient suffered enormously during placement (thought was dying from pain)"). In (B)(6) 2007, the patient experienced spinal osteoarthritis ("degeneration of the lower back"), pain ("permanent pain has set in degeneration of my entire body from head to toe"), tendonitis ("tendonitis in arms"), neuralgia ("crural neuralgia"), sciatica ("sciatica"), visual impairment ("reduction in vision"), amnesia ("memory loss"), libido decreased ("reduced libido"), eczema ("eczema"), arthralgia ("joint pain"), myalgia ("muscle pain"), abdominal pain upper ("stomach pains"), menorrhagia ("abundant menstrual periods"), weight increased ("weight gain"), dysmenorrhoea ("painful menstrual periods") and rotator cuff syndrome ("tendonitis in shoulders"). In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (surgery in (B)(6) 2007), surgery (laparotomy under general anaesthesia and ultrasound guidance for removal of essure on (B)(6) 2017) and surgery (laparotomy under general anaesthesia and ultrasound guidance for removal of essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingectomy, pelvic pain, device dislocation, device breakage, pregnancy with contraceptive device, procedural pain, spinal osteoarthritis, pain, tendonitis, neuralgia, sciatica, visual impairment, amnesia, libido decreased, eczema, arthralgia, myalgia, abdominal pain upper, menorrhagia, weight increased, dysmenorrhoea and rotator cuff syndrome outcome was unknown. The pregnancy outcome was reported as therapeutic abortion. The reporter provided no causality assessment for abdominal pain upper, amnesia, arthralgia, device breakage, device dislocation, dysmenorrhoea, eczema, libido decreased, menorrhagia, myalgia, neuralgia, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, rotator cuff syndrome, salpingectomy, sciatica, spinal osteoarthritis, tendonitis, visual impairment and weight increased with essure (ess205). The reporter commented: in (B)(6) 2007, therapeutic abortion was done while on essure with bilateral laparoscopic salpingectomy under general anaesthesia. Normally, the inserts should no longer be in her body, but over the years, permanent pain has set in with degeneration of her entire body. Her symptoms did not relived by either pain-killers or anti-inflammatories, not even morphine (as not compatible with work). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred terms: salpingectomy. The analysis in the global safety database revealed 33 cases. Device dislocation. The analysis in the global safety database revealed 1152 cases . Pelvic pain. The analysis in the global safety database revealed 2785 cases. Device breakage. The analysis in the global safety database revealed 1627 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3185 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer cods expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and or lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and she got pregnant and had a therapeutic abortion while on essure with bilateral laparoscopic salpingectomy under general anaesthesia. She experienced pelvic pain and took pain-killers or anti-inflammatories. She underwent a laparotomy under general anaesthesia and ultrasound guidance for removal of essure on right coil which had migrated to the iliac margin of the right sacroiliac joint (seen as device dislocation). The rest of an impact of essure was removed on the left (seen as device breakage). The events are regarded as anticipated according to the reference safety information for essure. In this case, the therapeutic abortion occurred about 7 months after essure insertion, thus she got pregnant more than 3 months after insertion. The exact date and mechanism of device dislocation and device breakage on the left coil are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of salpingectomy ("bilateral laparoscopic salpingectomy under general anaesthesia"), pelvic pain ("pelvic pain"), device dislocation ("right coil migrated to the iliac margin of the right sacroiliac joint"), device breakage ("rest of an impact of essure was removed on the left") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's past medical history included parity 4 and device intolerance. On (B)(6) 2007, the patient started essure (ess205). The patient's last menstrual period was on an unknown date. On (B)(6) 2007, the same day after starting essure (ess205), the patient experienced procedural pain ("on the left, patient suffered enormously during placement (thought was dying from pain)"). In (B)(6) 2007, the patient experienced back injury ("degeneration of the lower back"), pain ("permanent pain has set in degeneration of my entire body from head to toe"), tendonitis ("tendonitis in arms"), neuralgia ("crural neuralgia"), sciatica ("sciatica"), visual acuity reduced ("reduction in vision"), amnesia ("memory loss"), libido decreased ("reduced libido"), eczema ("eczema"), arthralgia ("joint pain"), myalgia ("muscle pain"), abdominal pain upper ("stomach pains"), menorrhagia ("abundant menstrual periods"), weight increased ("weight gain,"), dysmenorrhoea ("painful menstrual periods") and rotator cuff syndrome ("tendonitis in shoulders"). In (B)(6) 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced salpingectomy (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and device breakage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery in (B)(6) 2007), surgery (laparotomy under general anaesthesia and ultrasound guidance for removal of essure on (B)(6) 2017) and surgery (laparotomy under general anaesthesia and ultrasound guidance for removal of essure on (B)(6) 2017). Essure (ess205) was withdrawn. At the time of the report, the salpingectomy, pelvic pain, device dislocation, device breakage, pregnancy with contraceptive device, procedural pain, back injury, pain, tendonitis, neuralgia, sciatica, visual acuity reduced, amnesia, libido decreased, eczema, arthralgia, myalgia, abdominal pain upper, menorrhagia, weight increased, dysmenorrhoea and rotator cuff syndrome outcome was unknown. The pregnancy outcome was reported as therapeutic abortion. The reporter provided no causality assessment for salpingectomy, pelvic pain, device dislocation, device breakage, pregnancy with contraceptive device, procedural pain, back injury, pain, tendonitis, neuralgia, sciatica, visual acuity reduced, amnesia, libido decreased, eczema, arthralgia, myalgia, abdominal pain upper, menorrhagia, weight increased, dysmenorrhoea and rotator cuff syndrome with essure (ess205). The reporter commented: in (B)(6) 2007, therapeutic abortion was done while on essure with bilateral laparoscopic salpingectomy under general anaesthesia. Normally, the inserts should no longer be in her body, but over the years, permanent pain has set in with degeneration of her entire body. Her symptoms did not relived by either pain-killers or anti-inflammatories, not even morphine (as not compatible with work). Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and she got pregnant and had a therapeutic abortion while on essure with bilateral laparoscopic salpingectomy under general anaesthesia. She experienced pelvic pain and took pain-killers or anti-inflammatories. She underwent a laparotomy under general anaesthesia and ultrasound guidance for removal of essure on right coil which had migrated to the iliac margin of the right sacroiliac joint (seen as device dislocation). The rest of an impact of essure was removed on the left (seen as device breakage). The events are regarded as anticipated according to the reference safety information for essure. In this case, the therapeutic abortion occurred about 7 months after essure insertion, thus she got pregnant more than 3 months after insertion. The exact date and mechanism of device dislocation and device breakage on the left coil are not known. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.